Event description:
During the review of wadiana logs received from the customer as part of (B)(4) product notification review of previously reported results on the ortho provue analyzer, the following incident was identified. This incident was related to failure to dispense plasma following a cancelled microtube per (B)(4) cancelled microtubes using software version 3.1 on the ortho provue analyzer. The concern related to the crossmatch-iat test. Event occurred on (B)(6) 2010 at 00:56 to batch 6770. Provue failed to deliver patient plasma into the microwell # 2 to the mts anti-igg gel card (B)(4) for the ahg crossmatch to sample (B)(4) (position #3 on the carousel) to donor (B)(4). Provue had resulted the test with a negative result.

Manufacturer narrative:
Incident was identified during a review of the customer's files.(B)(4).